Manufacturer narrative:
Submit date 2/23/2016. The device history record (DHR) of the lot number reported was reviewed and it was confirmed that the product was produced accomplishing quality requirements and was released according to established procedures. One used sample was received for evaluation. The bone marrow needle is provided by a supplier. The received sample was evaluated by the plant¿s team and the supplier¿s team. The sample was found to have the reported condition and the failure mode was confirmed. The needle was detached from the handle. The potential root cause is lack of adhesive on one side of the needle during the bonding process with the handle at the manufacturing site. A supplier corrective action request (scar) was opened to follow up on this issue and a corrective and preventative action (CAPA) was opened at the supplier¿s to determine root cause and corrective actions. A quality alert was generated to notify the incoming inspection and process personnel.

Manufacturer narrative:
A device history record (DHR) review could not be performed because the lot number is unknown. The reported part number is a pick and place product, the plant does not manufacture this product. A visual aid indicates how to package the product. This issue was notified to our supplier, however as no lot number was provided a supplier corrective action request (scar) was not opened. Since no photos or samples were received the reported failure mode was not confirmed. A possible root cause could be associated to the lack of adhesive from the needle to the handle or to handling during use. A quality alert was generated to notify incoming inspection personnel about this issue. The supplier was notified and actions were taken at their site. Currently our supplier performs functional evaluation at their site to ensure quality of the product: oven parameters verification, weight verification of the adhesive amount applied by the dispenser, verification of the uv light intensity in the oven and in the curing spot, and torque force to test the joint adherence between the needle and the handle. We will continue monitoring this issue. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 11/20/2015.an investigation is currently under way; upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a bone marrow biopsy needle. The customer states when using the needle, the grip part broke off and it was not possible to remove the needle out of the hollow needle.